Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the citadel plus malfunction, which occurred in the banner thunderbird medical center in the us. The citadel plus is the arjo bariatric bed with adjustable width mattress support platform. The frame can be extended up to 52.7" in case when a wider bed area is needed to ensure patient's comfort. According to the customer allegation, one of the side rails fell off. There was no injury or other medical consequences reported. When arjo technician arrived at the facility to evaluate the device, the citadel plus bed was still in the patient's room and the patient was lying on the bed. The bed was used with the arjo mattress maxx air ets, which can be expanded up to 48" wide if needed. If the mattress is expanded, the bed's frame should be also fitted to the same width. In the reported case, the mattress was extended to the maximum wide; however, the bed's extension frame had not been expanded to compensate for the width. The side rail was also forcibly placed in the "lock" position, which caused that the mattress begins to bend the side rail cover outwards and in the consequence, the safety side rail cover detached fully. There were no other failures found during the evaluation. The left foot end safety side rail was replaced and the quality check process was carried out. The bed met the manufacturer's specification after the repair. The product instructions for use (831.374 rev. D) describes step by step preparation of the product for use. One of the points is: "expand width extensions and length extensions if necessary". There is also included the instruction how to extend/retract the width of the frame. Based on the all gathered information, it can be concluded that the bed was not properly prepared for use the bed's platform was not properly fitted to the mattress size. During the visit, arjo representative explained to the staff about the expansion feature and what happens when the necessary steps described in the product instructions for use are not taken. In the face of the evidence gathered, the left foot end safety side rail cover detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the manufacturer's specification. The citadel plus bed was being used for patient care at the time of the incident and played a role in the reported event. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail cover detached from the citadel plus bed what under specific circumstances could pose a risk of the patient fall.

Event description:
On (B)(6) 2019 arjo was informed about the citadel plus malfunction, which occurred in the banner thunderbird medical center in the us. The citadel plus is the arjo bariatric bed with adjustable width mattress support platform. The frame can be extended up to 52.7" in case when a wider bed area is needed to ensure patient's comfort. According to the customer allegation, one of the side rails fell off. There was no injury or other medical consequences reported. When arjo technician arrived at the facility to evaluate the device, the citadel plus bed was still in the patient's room and the patient was lying on the bed. The bed was used with the arjo mattress maxx air ets, which can be expanded up to 48" wide if needed. If the mattress is expanded, the bed's frame should be also fitted to the same width.